Manufacturer narrative:
Evaluation summary: customer reported air/water nozzle missing. The customer stated the water deflector at end of scope is gone. Therefore, we checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. Multiple good faith effort attempts were made with no additional information provided as of 19-nov-2021. The customer owned endoscope was received by pentax medical for evaluation on 25-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint that the water nozzle missing and documented the following inspection findings: objective lens cracked, passed dry leak test, passed wet leak test, up angulation decreased, right angulation decreased, up/ down angulation tight, right/ left angulation tight, down angulation decreased, left angulation decreased, water nozzle missing, customer complaint confirmed, image distortion and audible noise when plugged to processor. The device underwent repairs including the following components: o-rings and seals, objective lens unit pb-free, bending rubber, water nozzle, air/water nozzle collar, rl pulley assy, ud pulley assy, adjusting collar, angle wire, pcb for ccd drive pb-free, laser cut filter. This is the first time model ec38-i10l, serial number (B)(4) has been returned for service at a pentax facility since the device was put into service on 06-jan-2021. The endoscope is awaiting repair and approved by final qc as of 19-nov-2021.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The reported complaint that the water deflector at the end of the scope was gone involving pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). The issue was observed prior to use in the operating room.